Event description:
Boston scientific received information that this the patient implanted with this implantable cardioverter defibrillator (ICD) had received multiple shocks for atrial fibrillation (af) with rapid ventricular response (rvr). It was suspected that therapy had been exhausted in one of the episodes. The physician elected to make pharmacological changes in order to control rvr from af. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device remains implanted with no changes at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.